Manufacturer narrative:
Device was received with a cracked battery compartment and cracked battery tube threads. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery side of insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was not able to lock into place. The insulin pump will be returned for analysis.